Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandmother reported via phone call that the customer had a high blood glucose level of 420 mg/dl at school. The customer was treated with manual injections and was brought home. The customer¿s current blood glucose level was 220 mg/dl. Troubleshooting was performed. They will call back when they are ready to change the infusion test to have the high-pressure test. The device will not return for analysis.